Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Crease/folding of implant: observed. As per the investigation procedures deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side rupture implant exchange. Healthcare professional later reported no rupture found during surgery. Healthcare professional additionally reported capsular contracture baker grade unknown. Healthcare professional later reported radial fold. Healthcare professional additionally reported "any creases." Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a left side rupture implant exchange. Healthcare professional later reported no rupture found during surgery. Healthcare professional additionally reported capsular contracture baker grade unknown. Healthcare professional later reported radial fold. Device has been explanted.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.